Manufacturer narrative:
(B)(4).

Event description:
On 2016-03-14, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6), male patient who was receiving compounded baclofen (concentration, dose, lot unknown) via an implantable pump for malignant pain. During a clinic visit and pump refill on (B)(6) 2014, the hcp observed the flow while withdrawing medication and the flow was notably slow. The device diagnosis was a catheter occlusion. The hcp planned to perform a dye study if the patient¿s pain remained uncontrolled, but the patient passed prior to scheduling the dye study. The event was considered possibly related to the device or therapy and related to the implant procedure, specifically the catheter. No action was taken and outcome was reported as unresolved with no further action planned. Additional information has been requested regarding the missing drug information and the patient¿s medical history and concomitant medications, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient's medical history included: back pain, thoracic and lumbosacral neuritis and squamous cell carcinoma of the tongue. As of (B)(6) 2014, the pump delivered compounded baclofen 600mcg/ml at 509.64mcg/day, dilaudid 2.5mg/ml at 2.1235mg/day, bupivacaine 30mg/ml at 25.482mg/day and droperidol 500&#61935;ml at 424.7&#61935;day. The pump was reprogrammed on (B)(6) 2014; however, the settings were not provided for this reprogramming. The patient's concomitant medication at this time included: toradol im injections and hydrocodone-acetaminophen.